Event description:
A pt enrolled in the (B)(6) study (B)(6) was reported to have a graft occlusion at one month. No treatment has been performed.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible. Without add'l info it is impossible to further investigate this event.